Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege, on or about (B)(6) 2009 to the present, patient suffered the following personal and economic injury(ies) as a result of the implantation of the asr hip implant: cobalt and/or chromium poisoning, pain, cracking and popping in the left hip; constant pain, inability to lead a normal life, possible revision surgery, numerous follow-up doctor visits, anxiety, fear and other emotional damages.